Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. Coronary angiography was performed in the catherization lab and it was noted that there was a plaque infiltration in the proximal and middle of left anterior descending artery without significant stenosis. Diagnostic imaging shows an occlusion in the proximal end, with obvious calcification, and another branch was found in the occlusion, and plaques were found in the proximal end of the branch. There was no stenosis observed in the proximal left circumflex artery, while plaque infiltration in the middle with about 20-30% stenosis. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres for 5 seconds, the calcification punctured the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.